Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-1455. The patient has two leads implanted with the same lot number. It was reported, the patient experienced a sharp shock in her flank near the lead. The patient turned off her scs system due to the pain. An sjm representative met with the patient and observed low impedance on all contacts. Reprogramming was unsuccessful in resolving the issue. X-rays have been ordered and the patient is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.